Manufacturer narrative:
"(B)(4). The device was evaluated by the ssu technician and the r56 varistor on the power supply board was found to be damaged. The power supply board was replaced with the new version board that has a larger dimension r56 which is able to withstand the current flow when the compressor is switched on. (B)(4)."

Event description:
"On (B)(6) 2011 the ssu representative at maquet (B)(6) reported that the hcu 30 serial number unknown was not cooling the water in the tank (tank temperature did not drop after running the unit for 24 hours) even though the compressor was running. (B)(4)."